Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / esophagus procedure. For the first firing for the stomach resection, connected the reload to the manual stapling handle. The surgeon tired to squeeze the handle, however, it was locked and could not fire the device. Then pulled the black release button back and removed the device from the tissue. Replaced by a new device and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.